Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with a 400cc mentor memorygel breast implant on the left side, and with unknown size unknown gel implant on the right side and experienced left side breast implant rupture, and bilateral capsular contracture; baker grade iii postoperatively. As a result, the patient underwent bilateral explantation and replacement with similar mentor prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.